Manufacturer narrative:
The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test p-cap and reservoir was installed and did not lock in place due to broken reservoir tube lip and missing retainer. Unable to perform the displacement test due to broken reservoir tube lip and missing retainer. (B)(4).

Event description:
Information received by medtronic indicated that there was cracked at black part underneath the retainer ring. The customer stated that the reservoir was lock in place. Customer stated the insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.